Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h13a04047, h13b07048, h13d08067, and h13d30020 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents for potentially associated lot number h13e31025 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with unspecified antibiotics for peritonitis. After being hospitalized for eight days, the patient was discharged and recovered from the event. The cause of the peritonitis event was reported to be "from the bowels", but this was unable to be confirmed. Additional information was requested, but is not available. This is report 3 of 3 involved in this peritonitis event.